Event description:
A malleable device was implanted in 2001. The malleable device was removed from the pt because the glans were necrotic, gangrene, and signs of infection were present. Both the pt and the dr do not know when this condition started. The pt is a diabetic.